Manufacturer narrative:
This supplemental report is being submitted to additional information. The subject device in this report has not been returned to omsc for evaluation. Olympus medical systems corp. (Omsc) reviewed the manufacture history (DHR) of the device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. However there was the possibility that the "inside of the light guide lens is dirty " was attributed to as follows, it is judged that the watertight adhesive part between the c-body and the lg lens has peeled off slightly, and the inside of the lens has become dirty through the gap. Although the cause of peeling cannot be identified, the following is estimated. - physical stress caused by hitting the distal end against an object, etc. - chemical stress caused by chemical agent used in the cds process - storage environment (water droplets fall on the lg lens during storage in a vertical state with water droplets remaining in the air/water channel, etc.) - aged deterioration, etc.

Manufacturer narrative:
The subject device in this report has not been returned to omsc for evaluation. The exact cause of the reported event could not be conclusively determined at this time.if additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during the reprocessing, the bending section of the subject device was not fixed. In the evaluation of olympus (B)(4) (okr) the following was confirmed, elevator control lever wear and water leakage. Bending section rubber is cut off. Suction function is out of standards due to the suction channel tube failure. Leakage on the instrument channel tube pin-hole. Corrosion on the control section leakage. Control section cover is deformed. Right/left angulation control knob is deformed. Light guide lens is broken. Inside of the light guide lens is dirty. Corrosion on the electrical connector. No endoscopic image due to the broken ccd unit. Gap on the bending section rubber adhesive. There was no report of patient injury associated with the event.